Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was in clinical use during this issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that the system cannot make exposure. Remote service engineer (rse) advised the field checking on the sib, as customer reported geometry movement problem and collimator problem along with exposure problem at the same time, sib is a common part for all three issues. Upon checking the logs file, fse found that the can communication missed. Box tbcb and sibbox unit were suspected to be defective. The defective part was sent for analysis. The failure analysis of the sibbox unit showed that there is no electrical fault ascertainable with the sibbox. However, to resolve the issue fse replaced box tbcb board, the problem reoccurred 3 days later, fse then replaced sibbox unit, downloaded sibbox unit software to solve the issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system cannot make x-ray exposure. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.